Manufacturer narrative:
H3 other text : the device was evaluated by the customer only.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the device reported an error before use. There was no patient involvement at the time the issue was discovered. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. Customer confirmed that the device hasn't been used for a long time, and device was back to normal use after completing the operational check. Based on the information available and the testing conducted, the cause of the reported problem cannot be reproduced. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.